Event description:
The lay user / patient contacted lfs on (B)(6) 2010 alleging inaccurate high readings on their one touch ultramini meter. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the patient and sent a letter to obtain further clinical information: the patient mentioned that the reported alleged high readings began on (B)(6) 2010. Due to the alleged high readings she increased her dosage of medication by taking an extra 10 units of insulin. The patient mentioned that on (B)(6) 2010 she tested her blood glucose and obtained a 240 mg/dl at 5:30pm. At the same time she tested on her other meter, contour meter and obtained a 204 mg/dl. She immediately developed symptoms of slurred speech and feeling incoherent. She then self-treated with food/drink and did not seek any further medical attention due to the alleged issue. Products were replaced and requested back. No further clinical information was provided. It would have been helpful to know the readings prior to the event, how long symptoms lasted and whether the patient attempted to test after the symptoms. It would have also been helpful to know whether the patient increased the medication on their own or based on the physician's recommendation. The complaint is being reported since the patient alleged that due to the high reading, she developed symptoms suggestive of hypoglycemia and had to self-treat with food/drink.

Manufacturer narrative:
Follow up # 1/supplemental report text 12/02/2010. The lay user/patient's products have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The test strips were also tested and the primary complaint was not confirmed. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
Resident was bending the tunneler in her hand when it snapped and broke into four pieces. Broken pieces were removed from field.the reporter indicated "the shunt passer is catalog number 82-1516" and the procedure was completed using "another device of the same brand." "There was not apparent harm."

Manufacturer narrative:
The 510 (k) # is k061118. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. Products were returned and passed testing. No problems were found.